Event description:
It was reported that during a rotator cuff repair, the peek eyelets of three anchors split after being placed in bone. The anchors were removed, but the eyelets remain in the pt. Add'l devices were used to complete the surgery. The surgery was delayed approx 45 mins. No further pt info is available and no add'l adverse consequences reported. This device is used for treatment.

Manufacturer narrative:
Review of the device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The device was not returned and the complainant's event could not be verified. The cause of the event could not be determined without device evaluation.